Manufacturer narrative:
The part has not yet been returned for evaluation and photographs were not provided, so the failure could not be confirmed. According to risk documentation for the fin-lock system, potential causes of instrument damage or breakage include inadequate design, inadequate or incorrect surgical technique, and normal wear and tear. If the part is later returned to integra this investigation may be reopened and updated. As the part was not returned for investigation, a definitive root cause could not be found. Previous investigations identified possible root causes of mishandling of the device, resulting in breakage, as well as inadequate design or wear and tear. If the part is later returned, this complaint may be reopened and an investigation conducted.

Event description:
It was reported that, during surgery, the combo inserter/impactor. Xs broke off when inserting the tin lock glenoid. It is unknown how the procedure was completed. No delays reported. No patient complications reported.